Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noticed through the monitor that the tissue welder's gray boot was not really attached to the jaw. The device was removed and the cover on the jaw was loose but still attached to the jaw. There was no retrieval required. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.